Event description:
Customer reported that the lower switch could not be pulled anymore. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that trigger jammed due to incorrect handling. The device was serviced and returned to the customer on (B)(4) 2013. Placeholder.